Event description:
It was reported that the patient experienced loss of stimulation due to lead migration and high impedances on the lead. The patient underwent a lead replacement procedure and the explanted lead will not be returned per hospital policy.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced loss of stimulation due to lead migration and high impedances on the lead. The patient underwent a lead replacement procedure and the explanted lead will not be returned per hospital policy. Additional information was received that the patient was doing well postoperatively.